Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 2.0x15mm mini trek rx balloon dilatation catheter (bdc) was prepared per the instructions for use. The bdc was advanced with no resistance to the unspecified calcified lesion. The balloon of the bdc was inflated once at 8 atmospheres; however, a pinhole rupture was noted. Another unspecified bdc was used to successfully complete the procedure. There was no adverse patient effects and no significant delay in the procedure. No additional information was provided.